Manufacturer narrative:
Submit date: (B)(4) 2010. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2010 that a customer had an issue with a urinary catheter. The customer reports that the catheter broke along the catheter shaft while in the pt. The pt was undergoing a spine fusion in prone position. The catheter broke during the portion of the procedure where instrumentation was confirmed and closing proceedings were underway. The pt underwent a cystoscopy to retrieve the catheter.